Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event could not be confirmed. A visual inspection was performed and it was observed the connector is assembled properly assembled at the tube. It was observed the connector is inserted into the tube and this is within specification. A dimensional test was conducted, the tube inner diameter reading is within specification. The connector this reading is within specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use, after opening the package,the device connector was disconnected. There was no patient injury.